Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2284, awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. The consumer reported that since implantation of essure she experienced dizziness (to the point of needing assistance to walk), shortness of breath, extreme pelvic pain, irregular periods, autoimmune disease, weakness in arms and legs (making it difficult to walk up or down stairs), headaches (sometimes lasting for days at a time), memory issues, hair loss, pain with sex, skin rash and tingling in fingers. She suffered for close to a year because of essure and in (B)(6) 2015 she had a hysterectomy. Product technical complaint (ptc) investigation received on 19-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then had extreme pelvic pain and autoimmune disease. She underwent a hysterectomy 9 months after essure insertion. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, pelvic pain may occur. Given the nature of the event extreme pelvic pain and in the lack of an alternative explanation, causality with essure cannot be excluded. Event autoimmune disease was assessed as unrelated to essure, given its pathophysiology and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.